Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was made aware of an open repair (explant) for a aaa due to a failure of the device (physician noted a tear on the graft). Patient currently has a surgical graft placed in place of the stent graft that was removed by dr. (B)(6) at (B)(6). The patient recovering well and doing good after the procedure. Rep will be retrieving the graft from hospital upon next visit. The patient's initial (index) procedure was performed on 09/29/2011 by dr. (B)(6) at (B)(6) hospital of (B)(6).

Manufacturer narrative:
The devices involved in this event have not been returned for evaluation. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 and no response was received. As such, event determination, off-label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).